Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. For: omni pod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.

Manufacturer narrative:
The device was received undeployed. No alarms were observed in the data. Timeouts and drive stalls were observed in the data. The device completed first prime earlier than expected at 30 pulses. The cause of the drive stall and timeouts could not be determined. The drive stalls can be confirmed as the cause of the needle's inability to deploy. Scratches were observed on the commutator cap. It could not be determined if these damages resulted in the needle's inability to deploy.